Event description:
Customer's father reported a blank display on his insulin pump. The father stated his son's insulin pump stopped working after he had changed out the battery. Customer's blood glucose was 140 mg/dl. Troubleshooting did not find any damage or moisture exposure to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to broken connectors. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.